Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed since the correct lot/serial number for the affected device could not be obtained (this is a refurbished telescope). Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device had a broken pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, 12°, 4 mm had a broken pin assembly. The issue was found during maintenance. There were no reports of patient harm.